Event description:
New information received notes that the helix of the right ventricular (rv) lead failed to retract and failed to extend.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead was not functioning properly, and the rv lead became dislodged while the physician was screwing it into position. Several attempts were made, but they were unsuccessful. The rv lead was not used and was replaced. The patient remained stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.